Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed burning sensation, redness, and swelling at the needle puncture site. On the same day, they consulted a physician who advised to apply an ice pack to the reaction area and to take otc tylenol 500 mg (one tablet as needed). The patient¿s temperature was not checked during this visit. The spouse stated the ice pack did not give any relief, and they did not take the tylenol. On (B)(6) 2025, the spouse contacted dexcom due to the patient developed a 101.5 degree fever and signs of infection, and the redness and swelling spread from the insertion site down to the arm. The tech support agent advised them to the follow up with a physician. On (B)(6) 2025, follow up contact with the reporter was made via phone, and the spouse confirmed they followed up with a physician on (B)(6) 2025 and the patient was prescribed antibiotic medication (unspecified route and dosage). No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.